Event description:
Patient with esophageal cancer had pull-up of stomach operation. Pyloric myotomy was performed to allow better operation. Pyloric myotomy was performed to allow better passage of food. The myotomy became strictured and numerous balloon plasties were performed without much success. The area was heavily scarred and surgery was not an option due to the poor condition of the patient. An 18mm x 40mm wall-stent was implanted. The patient went home and was on puree food. The physician was very pleased with the initial result. Two weeks post-implant, the stent migrated from the pyloric area. Due to the heavy scarring of the pylorus, the stent probably had not seated properly.